Event description:
The patient received her scs system including an ipg on (B)(6) 2007. It was reported that the ipg would not charge. Additional attempts using other chargers did not resolve the issue. The ipg was reportedly replaced on (B)(6) 2008 and returned to ans for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg as returned communicates with the laboratory charging systems and holds a charge. Ipg failed the autotest due to a possible pcb component failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.